Manufacturer narrative:
D6b: explanted date: device was not explanted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
As reported by the user facility: the patient was in for a neuro angiogram with intervention. Due to atherosclerotic disease present in the right common femoral artery, and issues with the superficial femoral artery, the decision was made that a high stick was needed to gain access. An 8 french sheath was used for the case. A pre-closure angiogram was performed and showed that the sheath was in the distal external iliac artery. An 8 french angio-seal was used for closure. Within the procedural suite, it appeared that the angio-seal deployed correctly. The patient went upstairs in the hospital to a patient care unit. Approximately two (2) hours later, the patient was hypotensive, and a retroperitoneal (rp) bleed was suspected by the fellow. A code blue was initiated along with massive transfusion protocol. The patient was able to be stabilized and was sent for a computerized tomography angiography (cta) to confirm an rp bleed. A large retroperitoneal bleed was seen on CT. Twenty-four (24) hours after the bleeding event, the patient was still intubated in the hospital and the fellow stated that the patient's family decided to withdraw care. The patient had multiple comorbidities and insurance issues may have contributed to the decision. The bleeding was greater than 250cc's. The event was life-threatening, massive transfusion protocol.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section g3, the initial MDR g3 stated "1/29/24" the correct data was "2/29/24". This report will provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for the alleged post deployment harm, and the likely cause was determined to have been a combination of factors such as patient comorbidities, high stick, off-label use. The exact root cause cannot be determined. The device history record (DHR) review was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).